Event description:
Neonate required oxygen therapy via neotec prongs. Treatment was initiated. During assessment neonate was noted to have discoloration of septum of infant nares. Nasal prongs were discontinued as soon as noted and area remained slightly reddened, but no necrosis developed. Physician aware and discoloration resolved w/o further intervention in approx 48 hrs. What was the original intended procedure? Provision of oxygen therapy.

Manufacturer narrative:
Septal discoloration appears to be due to end user error. Judging from the pt info provided and the device model number provided, an infant was fitted with a ram cannula designed for newborns. This rules out septal trauma resulting from sizing errors where a larger prong size than ideal is used. From descriptions provided by the end user, the injury is due to the prongs being incorrectly positioned too far into the pt's nares where the base of the cannula tubing is pressed too hard against the septum causing the septal trauma. If the device is properly positioned, there should be some space between the septum and the base of the cannula.